Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, peri-implantitis, pain, increased sensitivity, mobility. Delivered and modified his upper denture to implants 11 + 6. Patient returned (B)(6) 2022 with some pain and mobility. Pa now shows a halo around implant.